Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support they received the m31 - air detected in cassette warning during fill 2 of 5. The patient was connected during the incident. A fluid leak was subsequently discovered. Fluid was not discovered in the pump module area. The film on the back of the cassette was reportedly loose. It is unknown at which point in treatment the fluid leak began. The cause and source of the leak are unknown. Upon followup the patient confirmed the reported event, stating that had discovered fluid on the lower level of the cycler cart during fill 2 of 5. The patient confirmed no fluid was found in the pump module area nor on the external of the cassette. No damage was noted on the solution product. The patient stated they were unable to identify the source of the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed the replacement cycler has been received; the old cycler is scheduled to be returned. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support they received the m31 - air detected in cassette warning during fill 2 of 5. The patient was connected during the incident. A fluid leak was subsequently discovered. Fluid was not discovered in the pump module area. The film on the back of the cassette was reportedly loose. It is unknown at which point in treatment the fluid leak began. The cause and source of the leak are unknown. Upon followup the patient confirmed the reported event, stating that had discovered fluid on the lower level of the cycler cart during fill 2 of 5. The patient confirmed no fluid was found in the pump module area nor on the external of the cassette. No damage was noted on the solution product. The patient stated they were unable to identify the source of the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed the replacement cycler has been received; the old cycler is scheduled to be returned. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.